Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Although a temporal relationship may exist between the last dialysis treatment and the events of inpatient hospitalization for experiencing ¿cardiac issues (no specifics) and ultimately patient¿s expiration in the hospital. There is no documentation supporting a possible causal association between the patients¿ expiration but it is not known if the patient was undergoing peritoneal dialysis therapy or had completed therapy, or connected to the cycler at time of death. Based on the lack of patient historical information as well as the course of hospitalization a possible association between any fresenius products and the adverse event of the patient experiencing cardiac issues at home requiring hospitalization and subsequent patient expiration in the hospital. Further information has been solicited.

Event description:
A peritoneal dialysis patient's daughter reported that the patient was admitted to the hospital due to cardiac issues. A follow up call was made to the patient's nurse who reported that the patient had passed away over the weekend. The nurse was informed earlier this morning by the patient's daughter. The nurse reported that this was cardiac related. Additional information has been requested.